Event description:
Report of explant of device system due to "pump site infection" received per annual device tracking report. Follow up with hcp revealed patient's symptoms of infection included redness, swelling and pain. The primary location of the infection was the device pocket. A culture of the device pocket was obtained and was positive for s. Aureus. The cerebro-spinal fluid and blood were also cultured, but results not included in report. The pt was treated with IV antibiotics and total device system explant. The infection has resolved.